Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2011 and was revised on (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in her blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2011 and was revised on (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Additional information: device info added. An event regarding alleged excessive levels of chromium and cobalt involving a metal head was reported. The event was not confirmed. Product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no records received. Review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Review indicated there have been no other similar events for the reported lot. It was reported that allegedly the patient had excessive levels of chromium and cobalt. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Review of stryker database, indicate the device is not part of the (B)(4) recall. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.